Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) was confirmed. As received, the pulse wire was open inside the trunk cable. The cause of the alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was producing "check therapy pad" messages.